Event description:
The patient stopped responding to sound. No telemetry could be obtained from the implant. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.